Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a no air/ water flow issue during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a clogged nozzle. The device evaluation found the radio frequency identification label peeling, a crack and leak from the plug unit connector causing an intermittent image, a cut on switch 1, stain on the numbers, low angulation, play on the control knob, deep scratches on the distal end plastic cover, a chip and glue on the objective lens, glue on the light guide lens, a crack on the bending section cover adhesive, and scratches on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the plug unit. A further cause of the leakage could not be presumed. The user can detect and prevent the suggested event by following instructions for use (IFU) below: detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The following IFU instructs to contact olympus when leakage was identified. Therefore, it is not considered a deviation from the IFU to suspend reprocessing when leakage occurred: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" it was confirmed that the subject device had leakage; however, there was no report on the leakage by the user. If reprocessing is conducted while the device has leakage, it increases the possibility of damage to the device due to water invasion. As a feedback request to the user, the IFU instructs to perform leakage test prior to manual cleaning and contact olympus when leakage is detected. It is recommended to the user facility to refer to the IFU for future handling of the device. Olympus will continue to monitor field performance for this device.